Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump time is inaccurate. Reportedly, the pump became 9 minutes behind. Customer's blood glucose level was not impacted. Customer stated they will continue to use the pump for insulin therapy.